Event description:
A patient underwent anterior lumbar interbody fusion on (B)(6) 2020 which consisted of seaspine's vu apod prime nanometalene interbody system. The patient reported back pain in the postoperative period and a nonunion/delayed union was noted at the l5-s1 level. X-rays were not provided to seaspine for review.

Manufacturer narrative:
A revision surgery consisting of hardware removal of l3-l5 with extension from t10-pelvis occurred on (B)(6) 2020. The patient reported improvement in overall condition and pain levels on (B)(6) 2021, but did note the presence of muscle spasms and stiffness. Possible adverse events: pain, discomfort, or abnormal sensations due to the presence of the device subsidence of the implant into adjacent bone. Loss of proper spinal curvature, correction, height and/or reduction. Increased biomechanical stress on adjacent levels.